Manufacturer narrative:
Other, other text: additional information- no patient involvement. Sections b5 and h6 updated.

Event description:
No patient involved.

Event description:
Information was received indicating that the top right button of the smiths medical cadd solis vip pump does not work and it exhibited error dose is over. Subsequently, pump stopped. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a scratched and cracked lcd lens screen. During analysis, the reported issue was able to be duplicated. It was noted that device keypad was either flat or some key buttons were stuck causing the error "dose is overdue, pump is stopped". Keypad malfunction was the cause of the reported issue. Service will replace the keypad to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.